Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead had a history of noise. The lead was capped and replaced during a generator change out procedure. No patient symptoms were reported.